Event description:
Bilateral capsular contracture baker grade 3 right side.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: h6 device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10 sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional; some creases were observed. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.